Event description:
A peritoneal dialysis (pd) patient experienced five episodes of peritonitis. The "fifth" peritonitis was confirmed to be encapsulated sclerosing peritonitis. On the same day as the event onset, the patient was hospitalized for the event. Pd catheter was removed within a day or 2 of hospital admission and withdrew from treatment. The cause, treatment and patient outcome were not reported. After hospital discharge 16 days after the onset of the "fifth" peritonitis, the patient passed away. The cause of death was reported as due to the patient withdrew from treatment as the patient did not want to transition onto life of hemodialysis. Autopsy was not performed. It was not reported if the patient has recovered from the peritonitis event prior to or at the time of death. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.